Event description:
The pt underwent a sling procedure in 2003. At the end of the procedure, the physician noted an excessive amount of bleeding from the left side of the vaginal incision. The physician performed bimanual direct pressure for 10 minutes without success. Then the physician dissected the left paraurethral area up to the urogenital diaphragm, inserted a pack and compressed the area for 20 minutes. This was not successful. The physician then made a small abdominal incision and dissected into the space of retzius and found it to be dry. The bleeding stopped. The pt hemoglobin dropped from hgb 13 gms to 7 gms. The pt was transfused with 2 units of blood and their hemoglobin stabilized at 9.8 gms. The pt has recovered and is doing well.